Event description:
It was reported they received an error code 3 when they went into ready mode during the case when using his demo generator. They switched generators and were able to complete the case with no pt consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the damaged hp connector to be replaced. The device was functionally tested, met all product requirements and returned to the customer.